Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and was not capturing in any pacing configuration. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.